Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the customer was hiking. Reportedly, the alarm did not clear upon hiking down the mountain. Customer¿s blood glucose (bg) level increased, however, a bg value was not provided. Reportedly, the customer reverted to an alternate method of insulin therapy.